Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the trapezoid rx was used with an alliance ii handle in an attempt to crush a stone. However, the stone was too tough to break, and the handle cannula broke. The stone was slightly fragmented and was able to be wiggled out of the basket. The physician was able to complete the case and remove the stone with the original trapezoid basket. There were no patient complications as a result of this event.